Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: analysis of expertise files extracted from the back office confirmed the reported behavior, as several errors were recorded. The observed issue most probably resulted from a software malfunction at the level of the back office analyzer (boa). - it should be noted that the observed issue could not be reproduced; therefore, the root-cause remains partially undetermined.

Event description:
Reportedly, several communication issues with the back office were observed.

Event description:
Reportedly, several communication issues with the back office were observed.